Manufacturer narrative:
This ipg serial number was included in a field advisory. This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt reported she would like her scs ipg to be explanted. F/u identified the pt last charged the system one yr ago and the scs ipg is now non-functional. Subsequently, surgical intervention will be taken at a later date to address the issue.